Manufacturer narrative:
Implant slipped into the maxillary sinus. Implant had to be removed. Another surgical intervention was necessary. No product problem detected. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Implant slipped into the maxillary sinus. Implant had to be removed. Another surgical intervention was necessary.